Event description:
Veterinary use.

Manufacturer narrative:
Investigation results: visual investigation: machine is in a very poor condition. Interior is very dirty and shows corrosion. When the pusher is pressed, the machine starts briefly and then stops. Stator is defective. Rotor and stator are out of shape and need to be replaced. The customer describes that the machine smokes. However, since the machine stops immediately, the machine cannot start smoking. The smoke occurs when the machine has been oiled very well and the oil evaporates during operation. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results there is CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ga671 - acculan 3ti small drill. According to the complaint description, the drill smokes before surgery. Precautionary report. Additional information was not provided nor available / was not available. The malfunction is filed under aag reference (B)(4).